Manufacturer narrative:
(B)(4). This complaint for system error 2240 is not confirmed and the cause was not identified. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display close to the end of therapy prior to last fill. The technical service representative (tsr) explained the alarm. The alarm had already been cleared. Tsr advised the cg to contact the nurse to let her know what the alarm meant. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.